Manufacturer narrative:
The full patient identifier is (B)(6). 01jan2000 was entered in device manufactured date as not available. Device evaluated by MFR: the hstni (access high sensitivity troponin I) reagent was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. No other patient results were called into question. The customer indicated that the patient had been referred to the emergency department by his physician due to chest pain. The patient had covid 6 weeks ago and has been treated recently for a pulmonary embolism, taking apixaban (anticoagulant). No further information was provided. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer. In conclusion, a cause for this event could not be determined with the information supplied. There is no evidence of a reagent or system malfunction.

Event description:
On (B)(6) 2022, the customer reported erratic troponin I results (access high sensitivity troponin I, part number b52699, lot number not provided) were generated on the customer¿s dxi 600 (dxi 600 access immunoassay w/spot b) for one patient. Previously, the customer indicated that the patient had been referred to the emergency department by his physician due to chest pain on (B)(6) 2022. The hstni patient result was 534 ng/l on siemens methodology (advia) and istat result was <0.03 and no changes on ECG (electrocardiogram). The patient had covid 6 weeks ago and has been treated recently for a pulmonary embolism, taking apixaban (anticoagulant). On (B)(6) 2022, one elevated access hstni sample result was obtained at 135 ng/l. The sample was repeated the day after at 54.4 ng/l. On (B)(6) 2022, a second sample from the same patient was run and the access hstni patient results obtained were 120 ng/l, repeated at 76.7 and 54.4 ng/l. A third patient sample was tested and the access hstni results were 157 ng/l, repeated at 79.9 ng/l. The patient was tested multiple times between june 20 and june 21, 2022 with the istat method and the result was consistently less than 0.03 ug/l. The customer performed a linearity test with both control and one of the patient's sample. The control remained linear with the dilutions but the patient's sample did not. Per customer verbal¿s report one sample was repeated at other location with a normal access hstni result at 14.9 ng/l (date not provided, no further information provided). The patient was scheduled for an angiogram on (B)(6) (result not provided) at a different facility. A new patient sample was tested with a normal result of 12 ng/l. The patient was discharged after the angiogram. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. No other patient results were called into question. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer. No further sample information was provided.